Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The pod was in pod state 2, indicating that the pod had been filled but activation was not completed. The pod moved into the deployed state after manual manipulation of the ratchet gear. Inspection of the drive mechanism assembly found no damages or manufacturing deficiencies that would result in the needle deploying early.

Event description:
It was reported while a patient had activated a pod, upon removal of the needle guard the needle was found to have been deployed early. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.